Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the calcified right common iliac artery. A 10.0x40x135 cm express® ld iliac / biliary stent delivery system was selected to treat the target lesion however, following successful deployment of the stent, a perforation of the right common iliac artery was noted. A non bsc stent was used to treat the perforation. No further patient complications were reported.